Event description:
It was reported patient underwent total hip arthroplasty in 1997. A subsequent revision was performed (B)(6) 2012 due to acetabular liner wear. The liner and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
This follow-up report is being filed to correct the item number based on additional information received. The following sections were updated as a result: brand name and product code catalogue number, 510(k) number.